Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet assembly was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit's auxiliary common gas outlet was not operating as expected. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported event was caused by the user breaking the green auxiliary common gas outlet (acgo) handle of the respirator. This was a user error and there was no reported patient injury. Therefore, the initial MDR was not reportable.